Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter phone number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate: fns/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a bipolar hip arthroplasty (bha) and was performed an explantation of femoral neck system (fns). Initially, the patient had an osteosynthesis surgery for the femoral neck fracture with fns in question on (B)(6) 2018. However, on (B)(6) 2019, the patient reported pain upon visiting the hospital. The hospital found that the fns was too telescoped/shortened and suspected an excessively telescoped fns that caused pain. The fns slid had a maximum 20 mm, but not to the point of cutting out. Thus, the bipolar hip arthroplasty (bha) was performed on (B)(6) 2019, and the fns was explanted in the reoperation. The surgeon commented that there was no choice but to perform bha because the sliding length was already maximum. If the pain appeared earlier, the surgeon could have chosen to follow-up the patient under no weight bearing. It was unknown if there was a surgical delay reported. Patient outcome was unknown. This complaint involves (4) devices. This report is for one (1) unk - plates: fns. This report is 1 of 4 for (B)(4).